Event description:
It was reported that the patient experienced side effects from medication of edema and low libido. The drug was changed and lowered as a result and the patient received pain relief. It was indicated that the entire device system was removed for the patient to have a stimulation trial. The current patient's status was unknown. The drug delivered via the pump was unknown.

Manufacturer narrative:
Additional information: analysis revealed that functional checks during decontamination were acceptable, no destructive analysis was performed.

Manufacturer narrative:
Product ID (B)(4), lot# n246806007, serial#, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4) (low libido). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.